Event description:
It was reported the patient presented to clinic after receiving an alert for high, out of range hv lead impedance. Programming changes were recommended. Follow-up has been scheduled for one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.